Manufacturer narrative:
Results: the canister was undamaged. The demonstration pump max had a vacuum of approximately -29.0 inhg while powered on with a pressure gauge attached. When attaching the canister, the demonstration pump max still had a vacuum of approximately -29.0 inhg. The pressure gauge, however, only had a vacuum of -27.5 inhg, which is within the specification for the canister. Conclusion: evaluation of the returned canister revealed an undamaged device. When functionally tested with a demonstration pump max, the canister was able to hold a vacuum pressure within specification. Penumbra canisters are inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure on the posterior tibial artery using an indigo pump max canister (canister). During the procedure, a penumbra staff noticed the vacuum produced by the penumbra system aspiration pump max (pump max) went down to -29inhg. After troubleshooting, the penumbra staff decided to replace the canister with a new one and full vacuum power was achieved. There was no report of an adverse effect to the patient.